Event description:
It was reported that during an unknown procedure, one side of the staple line had malformed staples at 1st firing. A competitor's product was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the anvil tip broken, but otherwise in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. In addition, another cartridge was received loose inside the bag, fully fired and with the swing tan in the locked position. The device was tested for functionally with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Cartridge bach# a5ay78. Cartridge b batch# y5ey68.